Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on late (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was implanted in a patent foramen ovale (pfo). On (B)(6) 2025, the physician contacted with concern for residual shunt seen on transesophageal echocardiogram (tee) after pfo closure. The tte showed pfo closure device intact in the interatrial septum but demonstrated a moderate-to-large bubble shunt. Brief review of previous implant tee with physician demonstrated large pfo and likely undersized pfo closure with a 25mm amplatzer talisman pfo device. The residual shunt from incomplete closure seemed likely. The tee showed the device was detached from the inferior and posterior rims. It remains attached to the superior and anterior rims, but the pfo was still widely patent. The physician did not intervene and getting a computed tomography (CT) to see if it can be percutaneously closed given that the original device remains in the septum that would need to be captured by subsequent closure. The device remains implanted. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt seen on transesophageal echocardiogram (tee) two years post implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The physician feels the device may have been undersized at the time of the procedure. It is possible due to procedural conditions (undersized device); however, this cannot be confirmed. The device batch/lot number was not provided, and therefore the device history record could not be reviewed. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer stated that; the device is visualized in the septum but shunt is not seen. Further imaging would need to be provided to confirm the shunt." Based on the information received and cine review, the cause of the reported residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.